Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt, the monitor was not drawing current. The cause for the monitor's inability to draw current was an open fuse (f600). The root cause for the open fuse cannot be positively determined. No adverse event resulted from the open fuse. The pt received a replacement monitor.

Event description:
A (B)(4) female pt called zoll customer support to report that her monitor would not power on. The pt was given a replacement monitor.